Manufacturer narrative:
The agent reported revision surgery do to the gleosphere came off the baseplate. Dr. Put the glenosphere back on with a new retaining screw and a new insert. 58 years/294 lb/male. Complaint has been evaluated and is similar to report number 1644408-2021-00080; 508-36-101, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the glenoshpere became detached from the baseplate, likely due to peripheral screws not being fully seated.